Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.

Manufacturer narrative:
Date of event unknown. Date of notification has been used in this field. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for leakage from the citrate tube was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. No objective evidence was provided and function testing of retained samples from this lot number did not confirm the defect.

Event description:
It was reported that several tubes samples and when inserting citrate tube blood leaked on the patient's arm. Tube was removed but broke in 2 pieces (one piece remained into the holder). Blood exposure but no wound and no consequences. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. The 510k of this device is k013971.